Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy and customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 100-132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.